Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Date of expiry unavailable associated medwatch number 1221934-2018-54562.

Event description:
It was reported that the anchor was backed out during arthroscopic rotator cuff repair surgery on (B)(6) 2018. Then, the surgeon attempted to implant the anchor by using alternative device (same p/n and lot number) at same bone hole position, however, the anchor was backed out again. Finally, the surgery was completed by using another device (same p/n and lot number) by recreating the bone hole at different position. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Event description:
It was noted the devices are not available for investigation. Please see also medwatch report 1221934-2018-54562.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure the device history record (DHR) review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54562.

Event description:
Additional information received from affiliate on 11october2018: it is unknown which awl was used. It is unknown if there was any audible/tactile indication of failure. It is unknown what type of force was used when the anchor pulled out. It is unknown the number or type of sutures used. It is unknown which suture limbs were tested to verify the repair.